Manufacturer narrative:
The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was experiencing warmth at the pocket site. The patient's ipg was explanted and a new ipg was implanted. The patient was reportedly doing well following the procedure.